Manufacturer narrative:
The insulin pump passed the displacement test, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. The device was unable to prime during prime/a33 test and alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. Unit had a scratched display window, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported the customer was hospitalized due to high blood glucose of 366mg/dl. Customer's symptoms were he was in the 300 mg/dl range, 2.8 ketones and he didn't feel well. Customer treated high blood glucose with manual injections. Customer was given fluids at the hospital and all test results came back negative. He was not diagnosed with diabetic ketoacidosis. Drive support cap was checked and was normal. Customer was advised to disconnect form the quick release. The settings on the device were correct. No leaks noted. Found to motor error alarms in history of the device. High pressure test was not performed. Motor error alarm occurred during bolus delivery. No MRI and does not use sensor feature. Customer was able to rewind. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.